Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 01-jan-2022, UDI#: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed at a depth of 1 millimeter (mm). Upon final release, the one of the tabs of the valve remained attached to the delivery catheter system (dcs) but beyond the point of recapture. While retracting the dcs, the valve dislodged into the ascending aorta. The valve was pulled up above the sinotubular junction with the dcs. It was unknown if patient anatomy or tension on the dcs caused the dislodgement. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve at a depth of 5 mm. The outflow crowns of the second valve pinned the inflow crowns of the initial valve. No additional adverse patient effects were reported.